Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis could not confirm the customer comment that the generator would not power up but did confirm the customer comment of an error occurring and attributed it to the main printed circuit board being contaminated. It was additionally noted that the upper case, keypad flex, encoder assembly, one knob, the display flex, display frame, insulator label, one display screw, two case screws and two main printed circuit board screws were contaminated and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) will not power up, and it displays an error code. The epg was returned for service. There was no patient involvement.